Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, after the reload was fired completely, the surgeon found that half of the reload had no staples at all. It was distal half of the reload had no staples. The surgeon had to hand-sutured to resolve the issue. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2016. Batch # m54d7t. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The pictures received were reviewed and a revised detail of the pictures showed that the issue reported is consistent with analysis findings of the returned cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.